Manufacturer narrative:
One used device was returned for evaluation. Inspection of the device did not reveal any cause for the reported symptoms. No root cause could be determined. All information reasonably known as of 15 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation is in progress. The device history record for lot 30102209 was reviewed and the product was produced according to product specifications. All information reasonably known as of 04 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 17 dec 2021, the reporter clarified that there have been discussions regarding if the reported issue is being caused by a granuloma in the stoma, but no treatment for granuloma (prescription drops) has been provided yet. Cultures taken from the stoma were positive for candida and therefore a diflucan mixture was prescribed. The device was changed out "from a slightly too short 12 fr to 14 fr in the right length" and there have been no further issues with the tube breaking,

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 06 jan 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 16 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that, per additional information received, involved three separate devices, all involving the same patient. This was the first of three reports. Refer to 9611594-2022-00015 for the second report. Refer to 9611594-2022-00016 for the third report.

Manufacturer narrative:
The sample is reported unavailable for return. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of(B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that a patient has been pulling out his feeding tube several times a week, which caused it to break. The reporting nurse believes the child is pulling out the tube due to pain and possible granuloma in the stoma site. The patient has been treated with prescription drops in the stoma. The patient had been previously given a 14fr button but was changed to 12fr due to the doctor having none in stock.